Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump time was incorrect by 1 hour after the pump came out of storage mode. Reportedly, customer corrected pump time to resolve the issue and insulin delivery was resumed. There was no reported adverse impact to the customer.